Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed, and will be considered manufacturing related. One 5 fr microintroducer was returned for investigation. The sheath was positioned over the vessel dilator. The edge at the distal tip of the sheath was crumpled. The sheath was buckled 1.6cm from the distal tip of the sheath. The dilator tip showed no deformation. This issue was addressed in (B)(4) and re-CAPA-(B)(4). The product IFU states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ (B)(4) evaluation the complaint per ¿the sheath/dilator "got hung open on transition to peel away and bent back on itself". Based on the observation from manufacturing line, this kind of damage can be produced during the rf operation during tip forming. Due to this the complaint is confirmed as manufacturing related. A CAPA was opened to further investigate this issue. Lot rebr0421 was manufactured before implementing actions. A lot history review (lhr) of rebr0421 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that there is damage to the sheath/dilator. The sheath/dilator "got hung open on transition to peel away and bent back on itself". No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0421 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that there is damage to the sheath/dilator. The sheath/dilator "got hung open on transition to peel away and bent back on itself". No patient injury was reported.